Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 6mm monopolar curved scissors (mcs) instrument was analyzed and found to have a broken spiral wrist cable at the distal end. Further inspection of the instrument identified that the joggle tube was bent and dented inwards, as well as a damaged tube overfolded adapter with a missing material. The missing material on the tube overfolded adapter measured approximately 0.09¿x 0.07¿. The additional findings are unrelated to the primary finding.

Event description:
It was reported that during central processing, the 6mm monopolar curved scissors (mcs) instrument was difficult to move when tested. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no indication that the issue happened during intraoperative use.